Event description:
It was reported that treatment was performed on a non-calcified 99% stenotic lesion in the left circumflex artery. The vessel was of average tortuosity. After successful imaging of the lesion with the atlantis sr pro2, the lesion was pre-dilated with a 2.5mm balloon catheter, followed by the implantation of a 2.5mm cypher stent. During the attempt to remove the ivus catheter, the guide wire port of the catheter became stuck with the stent. The catheter was able to be removed from the stent after it was pushed and pulled several times. There were no reported adverse patient effects.

Manufacturer narrative:
Quality assurance has completed their investigation of the returned product. Quality assurance product evaluation summary: the device was returned for investigation. Fluid was observed inside the telescope and distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The guide wire exit port was lifted. The guide wire that was used during the procedure was not returned. A new guide wire (0.014") was inserted and there was no indication of resistance while tracking the guide wire into the catheter. During image characterization testing, no image appeared in the system due to a loss of electrical connection to the transducer. The root cause for this loss of connection is undetermined. The physical damage to the guidewire exit port likely occurred during interaction with the stent while the two components were stuck with each other. A conclusive root cause for this event has not been determined. This issue has been observed previously in the imaging catheter product line. A CAPA investigation has been initiated to define any corrective or preventive actions which may be necessary to remediate complaints of this nature. A review of device history record was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specifications.